Event description:
During a paroxysmal atrial fibrillation ablation, a faradrive steerable sheath was selected for use. The sheath was prepped in a normal manner with issues noted. The farawave had non-bsc in and out of the sheath twice and a farawave catheter in and out one time before the issue was noted. The second time the farawave was introduced and while the physician was aspirating the sheath while advancing the catheter it was noted that bubbles were collecting in the syringe. No air in the sheath. Just while aspirating with a syringe. No abnormalities noted during preparation of sheath. Devices inside the sheath were bsw pentaray, brk needle sheath, farawave catheter. Irrigation method used was pressure bag. No air was introduced into the patient and no other issues were noted. The sheath was replaced, and the case was completed without further issues. The device is expected to be returned.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
During a paroxysmal atrial fibrillation ablation, a faradrive steerable sheath was selected for use. The sheath was prepped in a normal manner with issues noted. The farawave had non-bsc in and out of the sheath twice and a farawave catheter in and out one time before the issue was noted. The second time the farawave was introduced and while the physician was aspirating the sheath while advancing the catheter it was noted that bubbles were collecting in the syringe. No air in the sheath. Just while aspirating with a syringe. No abnormalities noted during preparation of sheath. Devices inside the sheath were bsw pentaray, brk needle sheath, farawave catheter. Irrigation method used was pressure bag. No air was introduced into the patient and no other issues were noted. The sheath was replaced, and the case was completed without further issues. The device is expected to be returned.